Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the glenosphere could not be fixed on to the metaglene device to extract metaglene could not be screwed on. The devices associated to the complaint were returned for analysis. The visual analysis carried out on the glenosphere shows a deterioration of the thread of the fixing screw of the glenosphere. Deterioration indicating an assembly not in the axis. Visual analysis on the mataglene shows deterioration in the internal thread which is no functional. The DHR analysis of the returned products batches show an initial conformance of these products regarding their specifications. For these batches, there was no deviation or non-conformance. A complaint database search finds no other reported incidents against the complaint sample products and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis. (No product problem identified). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Glenosphere could not be fixed on to the metaglene device to extract metaglene could not be screwed on. They took a new metaglene and glenosphere and had no problem to implant them.